Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2019. It was reported that the first missed refill occurred on (B)(6) 2019. There was no explanation to the cause of the missed refill. The therapy had not been discontinued prior to the empty reservoir alarm. The patient doesn¿t show up for refill appointments despite the many reminders. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for n on-malignant pain. It was reported the pump was alarming or beeping. The dual tone alarm was going off because the patient had missed two refill appointments so she went to see the doctor who silenced the alarm but dismissed her and would not fill it. It was reported the pump was empty/dry. Patient symptoms were not reported, and the event date was at least two months ago (2019). The patient requested physician listings. No further complications were reported/anticipated or expected.